Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to perpetual rebooting occurred with user shutdown.receiver functional tests. Unable to run due to perpetual rebooting.open receiver, detached u1 pcba, and retrieve the receiver download. Pass.finding related to complaint in receiver download. Found no issue in the log thats related to the complaint. Internal visual inspection was performed and passed. The log was not downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.